Event description:
Related manufacture reference number: 2017865-2023-10622. It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator and right ventricular exhibited episodes of failure to capture. No interventions were performed. The patient was in stable condition.